Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system with the implant protruding out of the sheath for 8mm. The device was bloody. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared and bent, abrasions), sheath damage (abrasions), numerous sheath kinks (buckled), anchor damage, and the valve was damaged. The device damage was consistent with the implant being deployed and recaptured during a procedure. Inspection of the rest of the device found no other damaged or defect. The device was functionally tested by attaching a syringe (filled with water), and positive/negative pressure was applied with the valve open and closed. The device could not be flushed properly as air could not be purged from the device, although the device did backflush.

Event description:
Reportable based on analysis performed on march 23, 2021. It was reported a leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed and required a full recapture. Upon full recapture, the device was flushed outside the patient for a second deployment. An air leak was noted on the y valve and there were bubbles when flushing. Forceps were used to tighten the valve but this was unsuccessful. The procedure was completed with a different device and no patient complications were reported. Product analysis revealed multiple kinks in the delivery system.